Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v rx 3.0 x 18; 3.0 x 8. The stent remains in the patient. There was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated proximal right coronary artery (prca) with three xience v stents, sizes 2.5 x 28 mm, 3.0 x 18 mm, and 3.0 x 8 mm. On (B)(6) 2011, the patient had a positive functional stress test with chest pressure and underwent a percutaneous coronary intervention to revascularize the index prca with a promus stent. The patient condition resolved on (B)(6)2011. There was no adverse patient sequela. There was no additional information provided.